Event description:
It was reported that a user experienced a pairing failure between a newly inserted dexcom g7 sensor and the ilet, which led to the ilet displaying a message that insulin dosing would stop until glucose data resumed; the user had connected the sensor to the dexcom app but had not entered the sensor code into the ilet until instructed, after which the ilet prompted to replace or stop the sensor and initially showed no readings, then displayed a blood glucose value of 341 mg/dl following a restart. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing and required troubleshooting support. Investigation included customer technical support review, device setting verification, and user education on correct sensor code entry and pairing steps. Investigation of this case revealed user setup error related to missing sensor code entry and subsequent pairing behavior that resolved after proper configuration and device restart. It was concluded that the event was attributable to user setup error with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.